Manufacturer narrative:
This report is for an unk - screws/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeons were revising a previous surgery that had developed pjk and showed signs of iliac screw failure. The polyaxial head of the iliac screw broke off while in the patient. The post-op event revising a previous surgery that had developed pjk and showed signs of iliac screw failure). The patient's initial fusion (performed on (B)(6) 2019) was from t11-ilium, with expedium 5.5 and cortical fix implants placed from t11-l5, and nuvasive reline iliac bolts placed for the s2 sai screws (8.5 x 80mm screws). The tulip head of the iliac screw was the only item removed. Concomitant device reported: unknown rods (part # unknown, lot # unknown, quantity unknown), unknown set screws (part # unknown, lot # unknown, quantity unknown), nuvasive reline iliac bolts (part # unknown, lot # unknown, quantity unknown), s2 sai screws 8.5 x 80mm screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This is report 1 of 1 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Code (B)(4) used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.